Manufacturer narrative:
The device has been received. Investigation is not yet complete.

Event description:
Device malfunction: premature, partial deployment. Time of device malfunction: during unpackaging. Symptoms/ae: na. It was reported that during unpackaging the xpert stent was found prematurely, partially deployed. The device was not used and there was no pt involvement. Though requested, no add'l info was available.